Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patients device was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (B)(4) (for, con, rep): information received from the consumer via the manufacturer representative (rep) reported that the stimulation switches off without reason, despite the programmer indicating the stimulation was on. No factors that may have led or contributed to the issue was reported. The patient was asked to check with the patient programmer when they feel the stimulation was off and the implantable neurostimulator (ins) was on. An ins replacement was planned. The issue was not resolved. No surgical intervention occurred but was planned. It was noted that the surgical intervention had not been scheduled. Relevant medical history includes neuropathic pain. No further complications were reported/anticipated.